Manufacturer narrative:
Additional information: device evaluation: no complaint product was returned for evaluation. The customer provided photos were evaluated. Photo 1 shows the suspect handpiece, but based on the quality of the photo, the serial number could not be confirmed. Photo 2 shows the suspect iol. A tear could be observed on the lens edge. Based on the quality of the photos, no further evaluation could be performed. Complaint issue lens damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v model intraocular lens (iol) had a defect. There was no incision enlargement and no suture(s). The suspect iol is not available for return as it remains implanted in the patient's operative eye however, photos and video were provided. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section e-1 telephone number: (B)(6). Section h3-81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.